Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump received with normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. Pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. Unable to perform the error test, occlusion test, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 96 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.